Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022. H6: investigation summary one el201 sample from lot 20j12-tdp was received for investigation in sealed packaging. The customer has reported an occlusion occurred during attempted infusion, and also indicated blood clotting had occurred. As part of the feedback, the customer provided a photograph of the affected sample; analysis of the photograph indicates that blood was visible within the housing of the neutraclear. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. They subjected the returned sample to functional testing in order to replicate the customer's experience; no leakage was observed into the housing of the neutraclear, furthermore no occlusion was detected. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the customer's experience.

Event description:
It was reported that the bd neutraclear¿ needle-free connector was clogged. The following information was provided by the initial reporter: blood clotting and cannot flush through the filter. Connector removed and replaced with another one. Continues to happen with replacement. Clotting after a few hours of use.

Manufacturer narrative:
Medical device lot#: an invalid lot#: of 20j12tdp was provided by the initial reporter. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neutraclear¿ needle-free connector was clogged. The following information was provided by the initial reporter: blood clotting and cannot flush through the filter. Connector removed and replaced with another one. Continues to happen with replacement. Clotting after a few hours of use.